Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4).

Event description:
Note: this report pertains to one of two resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not detach from the catheter to deploy. The technician attempted to open and close the handle multiple times, the clip was eventually pulled off of the tissue and detached from catheter. It was reported that the spring inside the handle came out of the entire catheter. The same problem occurred with the second resolution 360 clip. The procedure was completed with another resolution 360 clip device. The photos submitted by the customer shows that the handle was broken and the spring along with the control wire had detached from the handle. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip would not detach from the catheter to deploy. The technician attempted to open and close the handle multiple times, the clip was eventually pulled off of the tissue and detached from catheter. It was reported that the spring inside the handle came out of the entire catheter. The same problem occurred with the second resolution 360 clip. The procedure was completed with another resolution 360 clip device. The photos submitted by the customer shows that the handle was broken and the spring along with the control wire had detached from the handle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 09/01/2022 based on the date the manufacturer became aware of the event. Block h6: medical device problem code a15 captures the reportable event of clip would not detach from catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Microscopic examination was performed, and no problems were found on the bushing. A dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No problems with the device were noted. The reported event of clip would not detach from catheter was not confirmed. The device was returned without the clip assembly, and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.